Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (battery life) issue. The distributor stated that the pump¿s battery life was shorter than expected and not meeting user¿s expectations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: there were multiple low battery warnings and one replace battery alarm observed in the black box history. There was excessive battery usage also observed in the black box. The pump powered on with the returned battery cap and the cap was able to fully tighten. A power loss was not observed and the battery compartment was intact. Current draws were not within specifications. There was no evidence of moisture contamination observed when the pump case was removed. There was a cold solder connection on the continuous glucose monitor board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).